Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, inflammation, and elevated metal ion levels. No revision procedure has been performed to date. This report is based on allegations set forth in patient's complaint, and the allegations therein are currently unverified.

Manufacturer narrative:
Date of event - no revision procedure. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot was released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number six states, "inadequate range of motion due to improper selection or positioning of components." Number fourteen states, "postoperative bone fracture and pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00414 / 00417). This report is based on allegations set forth in patient's complaint, and the allegations therein are currently unverified.